Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working and customer was very upset, fearing for her safety. Customer reported low sensor glucose but blood glucose was 93 at the time of incident. Customer was treated with food. Customer stated that her charger did funny things and she gets a solid red light. No harm requiring medical intervention was reported. The device will not be returned for analysis.